Event description:
Caller reported a cartridge alarm 30 occurred during the load process. The blood glucose level of the customer was reported as "high," with the specific value unknown. The customer addressed the issue by administering a correction injection via multiple daily injections (mdi). Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer was able to successfully resume insulin therapy, resulting in the resolution of the issue without requiring third-party assistance.